Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: senior cas michael rosenbaum reviewed the open call for lls5111: case #1407 - centration was superior/nasal with adequate suction applanation to the eye. No major eye movement is noted; however, it appears that the bag slightly shifts within the eye. This bag movement is unavoidable and unpredictable during scanning or treatment. Improve/innovate/control: cas steve will discuss findings with surgeon and staff.

Event description:
On (B)(6) 2021, (B)(6) reported to (B)(6) that dr. (B)(6) had an anterior capsule tear with intelli-l at the capsule marker on patient ID (B)(6).. Dr. (B)(6) also sent an email to (B)(6) that stated: "..I am pretty confident my tear was not caused by routine instrumentation in the eye as the location of the tear was not in a quadrant of the eye that I typically ever have my instruments. The case was otherwise a totally routine cataract." No impact to cases.